Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device locked and did not open. There was no patient consequence. The procedure was completed with another like device.